Event description:
It was reported that the lead had high/unstable thresholds the day after implant. The lead did not dislodge. At the next follow up appointment with the physician, there was no threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).